Event description:
Consumer complaint of "lo" blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 101-125mg/dl fasting. Verified the strips expire 08/21/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 135mg/dl and 151mg/dl fasting. Reviewed meter memory. Customer states he tested his blood glucose 45 minutes after eating a sandwich. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction strip issue. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of "lo" blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 101-125mg/dl fasting. Verified the strips expire 08/21/2017. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed back to back blood test, 135mg/dl and 151mg/dl fasting. Reviewed meter memory: (B)(6). Customer states he tested his blood glucose 45 minutes after eating a sandwich. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.